Event description:
Tap - it wa reported that 96 days after implantation of a 2.50x8 mm taxus express2 drug eluting stent, an in-stent restenosis occurred. During the initial procedure, a "95% eccentric, calcified and tortuous" type c lesion was located in the mid right coronary (rca) artery. After the lesion was dilated with a 2.5x15 mm maverick balloon inflated to 14 atms, a rotational atherectomy was performed with a 1.25 mm rotablator. Three passes were made with the rotablator. A 2.5x8 mm taxus stent was then deployed at 14 atms. Post-intervention results were reported as "no residual stenosis and normal distal flow." The patient received during intracoronary nitroglycerin. Patient complications were reported as "no complications for this procedure." With 99% stenosis in the proximal rca and a 50% in-stent restenosis in the mid rca. The lesion was balloon dilated using a 2.5x15 mm quantum maverick inflated to 28 atms. A 3.0x23 mm cypher stent was deployed at 18 atms in the lesion. Post-intervention results were reported as "no residual stenosis." Patient complications were reported as "no complications during these procedures."